Manufacturer narrative:
The device has not been returned and a product analysis has not yet been performed.

Event description:
It was reported that during a spinal procedure, the handpiece got hot in less than a minute. A replacement handpiece was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned on january 11, 2017. Date manufacturer received: january 25, 2017. The product analysis indicates that the reported complaint of excess heat could not be verified. The one-minute pre-repair temperature test results are as follows: 72.8 degrees f at t1 and 72.8 degrees f at t2. The handpiece was examined and there was no fault found. The handpiece was cleaned, tested, and passed to manufacturing specifications. (B)(4).